Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the lifting adhesive could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause trace to component failure of the adhesive. A root cause of the detached distal could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited lifting glue of the distal sheath and a detached distal end. There was no patient involvement.